Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical block and inverse critical block did not add to zero and the motor arm does not communicate with the main arm. Customer's blood glucose at time of incident was unknown. Customer stated the battery empty without prior alert and the pump alert low reservoir although the reservoir was changed the before.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical block and inverse critical block did not add to zero error or motor arm cannot communicate with the main arm error alarms during our testing. However, critical block and inverse critical block did not add to zero error and motor arm cannot communicate with the main arm error alarms are located in the formatted history file due to a software error. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed pump. Verified the units left in the test reservoir and the units left on the display matched 68 units. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 19.7 units left. The low reservoir alarm feature was working properly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.